Event description:
It was reported that the left ventricular (lv) lead had high capture thresholds. The lead was initially turned off, then it was later on capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 implantable tachy lead (B)(6) 2011; 5076-52 implantable pacing lead (B)(6) 2011; d224trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).